Event description:
It was reported the ncircle tipless stone extractor's basket tip was separated prior an unspecified procedure. The issue was found prior to use it. The procedure was completed by using another same-like device. A customer provided picture appears to show the two loops that interlock at the tip of the basket are no longer interlocked, resulting in a deformed basket shape. The device did not make patient contact. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: (B)(6). E3: customer occupation = unknown. G4: PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported the ncircle tipless stone extractor's basket tip was separated prior an unspecified procedure. The issue was found prior to use it. The procedure was completed by using another same-like device. A customer provided picture appears to show the two loops that interlock at the tip of the basket are no longer interlocked, resulting in a deformed basket shape. The device did not make patient contact. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. One ncircle tipless stone extractor was returned for investigation with packaging and the product label. When the handle was actuated, the basket would open and close. The loops at the distal tip of the basket formation were observed to be not long interlocked. A cause for the issue could not be established. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found related non-conformances reported for lot. The recorded non-conformance for basket wire alignment are similar to the complaint issue. All devices are inspected for functionality and damage during manufacturing and quality control checks and the complaint devices passed those inspections. The possibly related non-conformance was not sufficient evidence to suspect other devices in the lot could have been non-conforming. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because the possibly related non-conformance was not sufficient evidence to suspect other devices in the lot could have been non-conforming; no other lot related complaints had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU supplied with the device did not provide any information related to the reported issue. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.